Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead was discovered to be oversensing, and exhibited high thresholds. The lead was reprogrammed at that time. Recently, the patient reported feeling shortness of breath/dyspnea, fullness in their throat and could feel their device pacing. Upon interrogation is was discovered that rv lead sensing had diminished in the programmed bipolar configuration. The device was reprogrammed to a unipolar configuration and remains in use. No patient complications have been reported as a result of this event.